Event description:
The advocate stated her daughter ran blood glucose tests on the contour next link using two bottles of strips. She received readings of 38 and 87mg/dl. No symptoms. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. The advocate was advised to return the test strips for evaluation. Replacement test strips and a new meter were sent to the customer.